Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe pump keypads needed to be replaced due to keypad not functioning, cracks by lighthouse, integrity comprised. There were no patient involvement.